Manufacturer narrative:
On january 19, 2026, senseonics was made aware of an incident in which the user reported ongoing discrepancies between blood glucose and sensor glucose readings. The case was escalated for further review. Escalation review did not identify a device malfunction. A firmware update was available at the time of the interaction; therefore, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process and facilitates faster signal stabilization. The firmware upgrade was successfully completed, and the system was monitored over several days. Review of available data management system information showed improvement in sensor performance following the update, with calibrations aligning closely with sensor glucose trends. Customer care made multiple attempts to provide follow-up guidance and share escalation feedback; however, the user became unresponsive after the monitoring period. Per data management system review, the user continued using the system, was calibrating as instructed, and was in the weekly calibration phase with information up to date.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.